Manufacturer narrative:
H.6. Investigation: one photo and one loose 3ml syringe with safetyglide needle assembly attached were received and evaluated. The plunger rod was pulled back and the stopper almost instantly became disconnected. It was observed the retaining ring on the plunger rod was not completely formed, which was rejectable per product specification. Potential root cause for the stopper separation defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the stopper separated from the bd safetyglide¿ needle plunger. The following information was provided by the initial reporter: "plunger separate with putter".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the bd safetyglide¿ needle plunger. The following information was provided by the initial reporter: "plunger separate with putter".